Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with slightly bleeding display glass. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, a cracked belt clip slot and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 200 mg/dl. The customer stated that they were sitting at their desk when the alarm occurred. They stated that the holster might have hit the buttons. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).